Manufacturer narrative:
Title: abstracts / trends in anaesthesia and critical care source: netherlands. 30 (pp e37), 2020. Date of publication: february 2020;e37:e1-e192. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study of awake laryngoscopy intubation and inadvertent extubation in the prone position without desaturation, authors have reported a case-report of a (B)(6) years old critically ill patient for endoscopic retrograde cholangio-pancreatography under general anesthesia, ¿intubated via awake technique and complicated by inadvertent extubation in prone position¿. The patient managed to maintain oxygenation via spontaneous ventilation and did not result in severe adverse outcome. Patient showed high capnography reading of 300mmhg with no waveform after inadvertent extubation due to the gas insufflation via the gastroscope. Recognition of this high capnography reading may be a sensitive diagnostic indicator of inadvertent extubation in upper endoscopic procedures according to the authors.